Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The manufacturer received notification that a patient death occurred while the manufacturer's device was in use. The device was retained by the local (B) (6) authority for investigation. No detail regarding the patient or incident were provided. The (B) (6) requested the manufacturer test the device with the (B) (6) in attendance.